Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center displayed when images were collected, they sometimes appear green, sometimes red, and they also flickered. The issue was identified during an inspection prior to use. There were no reports of patient harm.